Event description:
Received field contact report from st jude medical indicating lead fracture with protrusion. Investigation letter sent to physician to confirm lead fracture and protrusion.

Manufacturer narrative:
Entire form filled out by manufacturer.